Event description:
While being transferred from a wheelchair to a bed resident fell. "S" hook became unattached from the "d" ring allowing resident to slide head first to the floor. Reattached and tightened by maintenance. The "s" hooks were tightened on all slings within facility by maintenance.